Manufacturer narrative:
Pharmacovigilance: the event of urticaria is non-serious and is unlisted according to the somatropin package insert. It is unk, if the urticaria represent an allergic reaction to somatropin. Local and systemic allergic reactions are listed in the uspi.

Event description:
Welts on arms, thighs, buttocks, abdomen (urticaria). Case description: non-serious. This case is a spontaneous report referring to a male pt. A consumer reported this case. No past medical history, concurrent conditions, allergies or concurrent medications were reported. In 2006, the pt rec'd nutropin aq (dose reported as 2, units not reported, qd, subcutaneous) for pediatric growth hormone deficiency. The lot number was not reported. The first puncture date of the unk lot number was not reported. The pt's prior history of exposure to the unk lot number was not reported. This was the last dose the pt rec'd, prior to the event onset. The same day, the pt developed welts on his arms, thighs, buttocks, and abdomen (welts). The pt's mother "thinks she has been pressing down too hard on the pen during the injection." The pt complained the injections hurt. The needle size used was a 31g. Relevant laboratory tests and treatment for the event were not reported. Action taken with nutropin aq was not reported. It was not reported whether the pt continued or discontinued use with the unk lot number. It was not reported whether the pt switched to a different lot number. At the time of this report, the event outcome was not reported. The reporter did not provide a causality assessment of the event welts in relation to nutropin aq. No other possible etiological factors were reported. The report was forwarded to genentech product quality.